Manufacturer narrative:
As reported in a research article, thrombotic prosthetic valve dysfunction requiring valve re-replacement after mitral valve replacement for caseous calcification with hypereosinophilic syndrome: a case report. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date is estimated as event date was not provided. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "thrombotic prosthetic valve dysfunction requiring valve re-replacement after mitral valve replacement for caseous calcification with hypereosinophilic syndrome: a case report" was reviewed. It was reported that a 29mm masters series mechanical heart valve was implanted within a 64-year-old man with heart failure, severe mr, and caseous calcification of the mitral annulus (ccma). Warfarin was initiated on postoperative day 4, followed by aspirin on postoperative day 6. Pathological findings of the mitral annulus confirmed ccma. Three months post-procedure the patient was admitted with external dyspnea. Laboratory findings revealed anaemia, eosinophilia, and elevated ldh and indirect bilirubin levels. The eosinophil count remained > 5000/¿l for over 6 months, along with intracardiac thrombus, the patient was diagnosed with hypereosinophilic syndrome (hes). Pulse steroid therapy was administered for hes. Tte revealed new paravalvular leakage (pvl) and structural valve dysfunction causing hemolytic anemia. The pvl originated from the side opposite to the calcified annulus excised during the surgery. No transvalvular leakage was observed. As cinefluoroscopy revealed worsened leaflet motion during opening and closing, tte showed moderate mitral valve stenosis (mean pressure gradient, 10 mmhg), and surgery was urgently planned. A 7 x 4 x 1.5 cm thrombus was removed from the left atrial posterior wall. The old thrombi adhered to the prosthetic valve. The planned procedure involved thrombus removal and paraleak closure with a bovine pericardial patch, but tee evaluation before the cardioplegia showed that the mechanical valve disc was stuck closed. Pannus formation was observed on both hinges on the ventricular side of the explanted prosthetic valve. It was decided to replace the valve with a 27mm non-abbott bioprosthetic valve to resolve the event. The primary and correspondence author of the article is keishi miyazawa, department of anesthesia, saiseikai yokohamashi tobu hospital, 3-6-1 shimosueyoshi, tsurumi-ku, yokohama 230-0012, japan. Correspondence email: keishi.miyazawa.p6@alumni.tohoku.ac.jp. Correspondence phone number: (B)(6).